Event description:
The report received from the affiliate indicated that the pt had an in-stent restenosis (isr) of a previously implanted unk cypher stent. No details of the pt's index procedure including the procedure date, pt medical history, or product info was available. The target lesion was the proximal/mid left anterior descending (lad). The physician attempted to implant an additional stent, but was not able to due to a slight flexion proximal to the lesion. The lesion was treated by balloon angioplasty.

Manufacturer narrative:
The target lesion was the proximal/mid lad. The lesion was reported to be: an isr of a previously implanted unk cypher stent, diffusely diseased, a 90% stenosis, not calcified, and moderately tortuous. The lesion was pre-dilated with a lacrosse balloon. Please note that the device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.